Manufacturer narrative:
UDI number: (B)(4). A complete lead was returned for evaluation with the helix retracted and clogged with blood-like substance. The stylet was returned fully inserted inside the lead and it was easily removed, the stylet was re-inserted into the end of the lead without any obstructions. X-ray examination of the helix was normal; the inner coil inside the connector region was over torqued. After cleaning the lead and applying torque to the connector pin, the helix could be extended and retracted; the full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Damage found is consistent with that occurring at explant procedure. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported lead dislocation could not be conclusively determined.

Event description:
Approximately one month following implant, a micro-dislocation of the right ventricular lead was noted. During the revision surgery, the stylet could not be introduced into the lead so a new lead was implanted. The patient is stable.